Event description:
Customer reports getting error after blood is applied while using the aviva sys. Customer reports she was admitted to the hosp due to a stroke caused by high blood sugar. Customer states she was in the hosp for 4 days; was given insulin. Customer states meter had not been in use for a month prior to the event due to error message. No controls were run. A request was made for return of the suspect product and a replacement was sent.